Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered multiple lead integrity alerts (lia) for increased sensing integrity counter (sic) and high rate non-sustained episodes. The lead remains in use. No patient complications have been reported as a result of this event.